Event description:
A customer from brazil complained about iol (intraocular lens) calculations on an iolmaster 700 having a discrepancy of approximately 2 diopters compared to another brand's device. A zeiss service technician went onsite and during investigation of the device, incorrect axial length measurements were found. There is no information about any negative impact on a patient (like lens re-implantation). It is also not known whether the measurement data from the iolmaster 700 was used for any iol calculation and surgery.